Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual and tactile examination revealed that a small area at the top of the pump segment, approximately 1 inch below the upper fitment, remained slightly bulged and had been weakened. Functional testing was performed. The set was loaded into a test pump module and programmed for a 125 ml/hr infusion. Shortly after commencing the infusion, the pump began to alarm, the area on the segment which had been ballooned appeared to be collapsed and weak. The root cause of the balloon in the silicone segment could not be identified.

Event description:
Customer reports a silicone segment bulge was noticed after the ns line was y-sited directly into the piv catheter to be used as an "emergency bag." When the medication in the primary line would not infuse, the nurse troubleshooted by clamping the primary line to see if the ns emergency bag would infuse; it was then that the bulge in the silicone segment was noticed. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.